Event description:
It was reported that "the charging cord needs excessive force to plug in." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.